Event description:
It was reported that during implant procedure this right ventricular (rv) lead exhibited high pacing thresholds and sensing decline. Troubleshooting was performed during the procedure including repositioning. Ultimately, the physician elected to not use this lead and complete the procedure with a different rv lead. No adverse patient effects were reported outside of the prolonged procedure. This product is expected to be returned for investigation.

Event description:
It was reported that during implant procedure this right ventricular (rv) lead exhibited high pacing thresholds and sensing decline. Troubleshooting was performed during the procedure including repositioning. Ultimately, the physician elected to not use this lead and complete the procedure with a different rv lead. No adverse patient effects were reported outside of the prolonged procedure. This product is expected to be returned for investigation. According to additional information, the product will not be returned because the patient did not consent.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review performed for the reliance 4-front active fix device confirmed that the event of device sensing issue is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance 4-front active fix device is acceptable.